Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the needle burst after inserting it into the bronchi and while trying to collect the biopsy during a diagnostic endobronchial ultrasound bronchoscopy procedure. The dropped needle fragment was recovered using endoscopy tools. The procedure was prolonged about 10 to 15 minutes and was completed with a similar device. There were no reports of further patient impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the needle was confirmed to be broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event likely occurred due to the following mechanism: 1) a bending load was applied to the needle tube when it was removed from the tray or inserted into or removed from the endoscope. 2) when the needle slider was pulled, a load was applied to the bent needle in a direction that caused it to return to a straight state, causing it to break. However, the root cause of the event could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.¿. This supplemental report includes an update to h3. Also, a correction has been made to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.